Event description:
It was reported tha during procedure the lag screw retaining rod broke while inserting lag. All pieces recovered. Driver and retaining rod were discarded.

Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.